Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned and analysis found no anomalies. (B)(4).

Event description:
It was reported that there were high lead impedance and thresholds measurements in the left ventricular epicardial lead during the implant procedure. Attempts were made to re-measure the electrical measurements, which resulted in the physician questioning the lead performance. The lead was explanted. No patient complications were reported as a result of this event.